Manufacturer narrative:
E1: facility name (B)(6). H3: the customer provided one photo that confirms the customer reported issue. The sample was not returned. In case the sample was provided the complaint will be re-open to evaluate the device and make the corresponding tests. Retrospective review was performed for lot number 4440901, for a period of december 2023 to december 2024 and no complaints with the same lot were affected or by the same condition.

Event description:
It was reported that the product started leaking. The medicine ended up on the floor and not in the hose. There was unknown patient involvement. No patient harm/adverse event was reported.